Event description:
It was reported that this implantable pacemaker exhibited oversensing on the left ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.